Manufacturer narrative:
H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets were leaking where it is connected to the patient. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.